Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible in the battery compartment. There was no physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2015 with the following findings: during investigation, a visual inspection of the pump revealed a crack in the battery compartment. There was no evidence of moisture observed in the battery compartment. A leak test was performed during testing and confirmed a leak in the battery compartment. The pump was opened and no evidence of moisture was found inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.